Event description:
A malfunction was reported on the pump by the caller. The impact on the customer's blood glucose level was not reported. Technical support provided instructions for resetting the pump, and the malfunction did not recur.